Manufacturer narrative:
During the evaluation of the ventilator at the manufacturer's service center, a portion of the lcd display screen was found to be blank. The device's lcd display screen was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.